Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. Dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.